Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the patient¿s death. There is no documentation that indicates a causal relationship between the liberty select cycler and the patient¿s death. The patient had several likely confounding factors for heart attack including a past medical history significant for esrd, diabetes mellitus, hypertension, lupus erythematous and unspecified heart disease. Furthermore, it is well documented that dialysis patients are at heightened risk for developing cardiovascular mortality with cardiac disease as the leading cause of death. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the patient¿s death remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a peritoneal dialysis (pd) patient who expired during pd therapy. The patient was found to be unconscious during treatment. A call to emergency medical services was placed and cardiopulmonary resuscitation was initiated upon arrival. The patient was administered an injection of epinephrine and 1 g calcium. Ems was unable to collect blood for laboratory analysis and the patient had no circulating blood volume. The patient was taken to the emergency room. The patient pupils were fixed and dilated. The patient was asystole and the rectal temperature indicated hypothermia. The patient was pronounced dead. An autopsy was not performed. The ER physician suspected a heart attack but the pd nurse was unable to confirm. The cause of death remains unknown. Should additional information become available, the file will be reassessed and updated accordingly.